Event description:
It was reported that a pericardial effusion and perforation occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and three 24mm watchman laa closure device & delivery system (wds) were used. The first two devices were used and needed to be fully recaptured due to not meeting release criteria. After the third 24mm device was deployed, the physician noticed a significant drop in blood pressure and an effusion sweep was performed. A small 1cm effusion was noted on echocardiogram and the device was fully recaptured. The cause of the effusion was due to a perforation in the distal end of the appendage. Furthermore, no intervention was required to manage the effusion and the physician proceeded to successfully deploy a fourth device. The patient was sent to post anesthesia care unit and orders for observation were given. The patient remained stable and was discharged.